Event description:
Caller alleged imprecision as well as discrepant results with the inratio2 meter compared to the lab. Patient a self-tester has been testing on her inratio2 meter for a couple of years, and is complaining of recent erratic results ranging from 1.4-4.0. Results as follows: dates: (B)(6) 2012, inratio: ranging from 1.4-4.0, strip lot number's: ng. Dates: (B)(6) 2012, lab: 1.7, inratio: 2.2 (at 10:30am), strip lot number's: 266050. Venipuncture at the lab at 10:00 ma. Patient's therapeutic range: 2-3.

Manufacturer narrative:
Investigation pending.